Manufacturer narrative:
The device was returned and an investigation was performed. No damage to the blue butterfly suture was found that could lead to an access site hematoma. We believe, based on investigational findings and the clinical account, the cause of the pocket hematoma was caused by manipulation of the access graft during repositioning.

Manufacturer narrative:
The impella 5.5 was received and an investigation of the device is underway. Upon completion of our analysis, a supplemental MDR will be submitted.

Event description:
The complainant reported a (B)(6) year old white male patient presenting with cardiomyopathy. The impella 5.5 pump was selected for hemodynamic support and inserted without issue. Approximately 3 days into support, a pocket hematoma formed at the patient's access site the patient's access site. This was discovered after repositioning of the device. Intervention in the form of a surgical drain was required to resolve.